Event description:
Authorized distributor in (B)(6) reports domestic repair of device, replacing the cpu and psu boards, after having encountered unspecified failure(s). Based on the info received, the potential risk associated with the reported event is classified as critical since a faulty cpu board may cause errors that will intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the info provided at this time, including unk pt outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hosp.